Event description:
It was reported that the patient presented in clinic with complaints of dizziness and bradycardia. Interrogation revealed that the right ventricular lead exhibited loss of capture. A portable x-ray revealed that the lead dislodged and had a lack of slack. Programming changes were made and the lead was later removed and replaced. The patient was stable.